Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that st elevation myocardial infarction and left main stenosis occurred. The target lesion was located in the coronary cusp. A 7.5 110 2.5 blazer¿ open-irrigated was selected for use. During the procedure, seven burns were performed. There was no issue noted with the blazer¿ open-irrigated device or the ablation procedure. There was no char or coagulum noted on the catheter upon removal. However, 15 minutes after ablation while trying to reposition the catheter, it was noted that the patient¿s pressure suddenly dropped and the patient experienced an st segment elevation myocardial infarction. Compressions were started and an interventional cardiologist was called. The left main showed significant block and within 20 minutes a stent was deployed in the left main stenosis. A balloon pump was placed, the patient was intubated and transferred to the cardiovascular care unit. The following day, the patient was extubated and the EKG had returned to normal. No further complications were reported and the patient was discharged.